Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had threshold issues and was noted to be curled up in the pocket. The lead was removed and not replaced. No patient complications have been reported as a result of this event.